Manufacturer narrative:
At this time, the expiration date is unable to be captured due to a technical glitch with esubmitter. The actual device expiration date shall be documented as 10/31/2025.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted while using the 0.014" enroute interventional. The dissection was covered with an unplanned additional enroute stent. The procedure was completed successfully with no additional adverse consequences.